Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with mild calcification, pre-dilatation was performed with a 2.0x12 voyager dilatation catheter. A 2.5x33 xience prime stent was implanted and a dissection occurred at the distal end of the stent. A 2.25x15 xience v stent was implanted to treat the dissection. The patient is alright and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.